Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for <10 colony forming units (cfus) of bacillus cereus group. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus.

Manufacturer narrative:
Correction to b5. Please see b5 for further information. Correction to h6 "medical device problem code" of the initial report, "2303 - microbial contamination of device" is being corrected to "4048 - failure to clean adequately". This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation and the device evaluation. The device was returned and evaluated on related complaint (B)(4) where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred due to the pathology lab not reporting the detection to the user when bacteria were detected, or the user did not isolate the subject device when sampling was performed. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.